Manufacturer narrative:
(B)(4). Eval summary: premature deployment can be the result of, but is not limited to, handling of the device, interaction with the lesion/anatomy, accessory devices or previously implanted stents, and/or physician technique. It was reported that the handle was in the locked position which suggests that the sheath was not inadvertently mechanically retracted. Reportedly, the sheath caught on calcification, which likely exposed the stent implant such that it prematurely deployed, as reported, which required an add'l stent for treatment. The reported premature deployment appears to be related to the operational context of the procedure. Reportedly, the absolute pro was used in the superficial femoral artery (sfa). The absolute pro instructions for use states that the device is indicated for use in the biliary and is not intended for use in the sfa. However, this off label use does not appear to have contributed to the reported complaint.

Event description:
Device issue: premature, partial deployment. Time of device issue: during the procedure. Adverse event: stent implant in unintended site. It was reported that during the procedure in the heavily calcified superficial femoral artery, when the absolute pro delivery system (sds) was pulled back during positioning at the target lesion, the retractable sheath caught on calcification. The sheath retracted, although the locking mechanism was in the locked position, resulting in premature, partial stent deployment. The sds was repositioned and the stent was used to complete the procedure. There was no adverse pt sequela. Though requested no add'l info was provided.